Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s. The sample has been received. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer reported when the lid of the clean flash device was opened, they found that the transfer set was placed in the clean flash at the place where the yume set should have been. The disconnect cap was almost removed from the spike of the set. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a bent spike was confirmed during evaluation. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.